Event description:
It was reported that pump experienced malfunction alarm identified as malf 16 and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup therapy, was instructed to place pump into storage mode and return it with a prepaid label, and was informed that pump settings and continuous glucose monitor would need to be set up again on replacement pump, while technical support arranged shipment of replacement pump under warranty.